Event description:
The customer had hypoglycemic symptoms and used their glucose meter to check their blood glucose. They obtained a result of 199 mg/dl and then took insulin through pump. A few minutes later they felt worse. They were taken to the hospital and their glucose was 28 mg/dl. They were treated with a glucose IV. They also discvoered that their insulin pump was malfunctioning and delivering twice the amount of insulin and contributing to their hypoglycemia. Level 1 and level 2 glucose controls were run on the system and both controls were within range. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.